Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following deployment of a 3.5x23 non-bsc stent, a 8mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to post-dilate the lesion. However, upon the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a 4.0x12 non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter plus a tuohy. Magnified inspection revealed a pinhole in the balloon wall 8mm from the tip of the device. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following deployment of a 3.5x23 non-bsc stent, a 8mm x 4.00mm nc quantum apex balloon catheter was advanced to post-dilate the lesion. However, upon the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a 4.0x12 non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).